Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A response was received from the patient regarding their complaint of a sharp pain and feeling an electrical charge by stating their sharp pain they felt went from the implant in the back on the left side all the way down back through getting tingling in the middle of their leg all the way to behind their knees. Patient also adds, they received a new paddle, and when they went to charge their device it will get too hot behind their back.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins) for non-malignant pain. The reason for call was for a new doctor and they would like someone to come to an appointment to check the ins. Pt noted sometimes it acted strange and sometimes they got electrical pain from the chest to the inner right side to the stomach to the knees and legs. It was not like a cramp for it was an electrical charge that struck them for it freaked them out. It was like a sharp pain and bolt of electricity. Pt said they could not walk for a minute for the right leg would not work. Pt said all their pain and problems they had in their back go down their left side and they get sensations if they don't lay right on their left side and even if they laid flat they get it on the left leg. Pt noted their manufacturer representative (rep) said to reset the controller. Pt said they are on narcotic and on drugs. The patient was redirected to their healthcare provider to further address the issue. Ps provided pt national answering service phone number.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.